Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer's blood glucose level was not impacted. Tandem technical support was unable to troubleshoot for the occlusions that occurred in the past.